Manufacturer narrative:
A customer in the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (lot 01104z, analyzer m1-e-20159). Originally the sample generated a sars-cov-2 positive result but retested negative using a competitor assay. It is unclear which is the true result. One explanation for the discrepancy is the difference in technologies and sensitivities. No product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (lot 01104z, analyzer m1-e-20159). The patient sample originally generated a sars-cov-2 positive, flu a and b negative result but was retested on the cepheid pcr system which yielded negative results for all analytes. The repeat results were released and no harm was alleged. The customer collects patient samples using nasopharyngeal swabs with the thermo fisher scientific remel m4rt® tubes without beads which is an approved method. The customer noted there was a change in staff that may contribute to this issue, with the new user being retrained after this incident. No additional information is available regarding sample preparation or customer workflow. A review of the data did not indicate any product problem. The curves appear normal with good CT values and amplification with no noted irregularities. It is unclear which result is questioned by the customer. The limit of detection (lod) differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat® system sarscov2 lod is 0.012 tcid50/ml which converts in pfu/ml to being over twice as sensitive as the genexpert. Therefore, it is conceivable that the cobas® liat® system will detect sarscov2 when the viral load is low, while the genexpert requires a higher viral load in the sample for detection.